Event description:
It was reported that the transmitter would not power up. It was found that the power adapter was burned.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.